Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 49 and 71 hours. Symptoms reported include hyperglycemia, excessive pain and skin irritation at the infusion site. It was reported that the cannula did not insert on the infusion site (abdomen) as intended and the cannula was found bent. The patient was treated with insulin mdis of 3 units, infusion bag, electrolytes (200 ml) isotonic saline solution (1 liter), naci 0,9%. The patient was released after 36 hours. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis along with bent cannula and incorrect insertion of cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.